Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: degenerative disc disease at l4-5. The patient underwent the following procedures: anterior lumbar interbody fusion with lumbar taper cage and bmp at l4-5. Transperitoneal anterior approach for alif, l4-5. As per op-notes, ¿we removed a round distracter after the dual working tube was hammered down into place. We reamed down to 29 mm and put a 23 mm lt cage in place filled with bmp. We repeated this on the patient's right side. We reamed down, took out any extra disc material and put the cage in with bmp. The extra bmp was packed around the sides.¿ no intra-operative complications were reported.